Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.